Event description:
It was reported that the pump touch screen is timing off sooner than expected. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided. Ion was received regarding the outcome of the event.